Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the distal end cover being used without being properly attached and dropped off due to the load during the case. Since it is difficult to visually detect the state of attachment of this product, it is feasible that the description in the previous instructions for use (IFU) was insufficient. Detailed instructions and notes on how to inspect and attach the distal cover have been added to sections 9.3 and 9.4 of the IFU. It is recommended that the user facility review the most up-to-date IFU pertaining to the detailed inspection and attachment instructions for the distal end cover (reference: maj-2315 IFU_re0030_rev1.pdf). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the distal cover fell off the scope. The issue occurred during an unspecified procedure. There were no reports of patient harm.